Event description:
It was reported that the left ventricular lead dislodged. It was removed and replaced. The device was at elective replacement indicator (eri), it was removed and replaced at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid found on the distal conductor.

Event description:
It was reported that the left ventricular lead dislodged. It was removed and not replaced. The device was at elective replacement indicator (eri) after only two years, it was removed and replaced at this time. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead dislodged. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: evaluation summary: (B)(4) the device was returned and analyzed. Primary results revealed battery depletion was normal. (B)(4) the full lead was returned and analyzed. Primary results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed). The outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Primary results revealed battery depletion was normal. (B)(4): the full lead was returned and analyzed. Primary results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed). The outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid found on the distal conductor.